Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient continued to in termittently experience shocking sensation with paresthesia as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was uncomfortable stimulation. The outcome was ongoing. Interventions included reprogramming. The patient felt a zap sensation from her stimulator intermittently. Imaging included x-rays that showed that the leads were in the proper position. No issues were noted. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was reported as due to programming. Relevant medical history included: non-malignant pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and not replacing the implantable neurostimulator (ins) on (B)(6) 2016. The outcome was noted as unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.